Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring was missing. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was programmed with test guardian link 2 and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The value was properly programmed on the display graph. It was also programmed with test glucose meter. The device communicated properly and recorded the 44mg/dl value properly from glucose meter. The sensor feature was working properly. No calibration anomalies were noted. The device was received with minor scratched display window and case. No physical damage noted to the reservoir tube lip or retainer was noted.